Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn ec slm npvc leaked at septum. There is blood leakage at the connection seat during use. You can return the defective product without a claim. You need a complaint response letter and a complaint acceptance letter.

Manufacturer narrative:
1. The customer returned 1 photo and 2 defective samples. 1-the photo shows blood oozing from the end of the septum. 2-the defective samples show that the pinholes at the end of the septum are not closed; liquid can leak through unclosed pinholes; the products are dissected, and no assembly problems are found, such as the septum is inverted, or the cannula does not pass through the pre-opening hole. Please see the attachment pr#(B)(4)-1 for photos. 2. DHR/bhr review lot#4052078 1-the products of this batch were assembled at intima ii auto line 4 in april 2024, and packaged at r240 package line in april 2024. Work order quantity was 198,000 ea. 2-review the in-process test reports and outgoing test reports, and all test results met the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 4-due to similar complaints received from other batches of products, the plant has launched CAPA to investigate the leakage at the septum. 3. The retained samples of this batch are taken for related testing: 800mm simulated clinical leakage test. All samples pass the test, and no leakage is found at the septum. Please see the attachment pr#(B)(4) for test reports. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): the returned photo and samples show leakage at the septum. In response to this defect, the plant has launched CAPA to trace and investigate its root cause.

Event description:
Additional information provided. 1. Is the device damaged during use? If so, at what approximate location? Undamaged 2. Is the instrument used for multiple punctures? Nope 3. Do you use a syringe to inject liquid through an instrument? Yes ** no additional informaiton provided.